Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a pd transfer set leaked. This occurred at the patient¿s home while in use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed it was noted that there was an oval shaped hole in the silicone tubing and a crease in the tubing in the same location as the hole. Functional testing was performed, and it was noted that there was a leak through the hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.